Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital after receiving a shock. Upon interrogation, the right ventricular lead exhibited a loss of sensing and capture. A chest x-ray was performed which revealed the right ventricular lead and left ventricular lead were dislodged. On (B)(6) 2018 the physician elected to perform a revision procedure, the left ventricular lead was successfully repositioned. The physician had difficulty extending the helix of the right ventricular lead, so he explanted it and replaced it. The patient was in stable condition throughout the procedure.